Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. A 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became struck on a non-bsc stent which had not been dilated completed. The device was removed using shaft separation and a guide extension catheter. No fragments remained inside the patient. The procedure was completed and patient was doing good post procedure.